Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th march 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2025. No fragments were left in the patient's body. The procedure was completed successfully by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure performed. Ar-1250lt and ar-1949 were used to prepare bone socket.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1934bcf-2 was received for investigation. Visual inspection identified the anchor of the suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire® had broken off from the device. Functional testing was not performed due to the damage to the device. To its intended depth. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.